Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), the first episode of migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased, the last episode of migraine, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case became serious incident. Essure device removed on (B)(6)2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1.8 cm embedded within the tissue at the insertion of the left fallopian tube') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 7101438-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included cyst rupture and uterine bleeding. Concomitant products included estradiol, hydrocodone, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), the first episode of migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic salpingo-oophorectomy laparoscopic and essure removed, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased, the last episode of migraine, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: current weight 120 lbs discrepancy: removal date- (B)(6) 2018, (B)(6) 2018 insertion details-trailing coils; left 7 right 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), the first episode of migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased, the last episode of migraine, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: current weight 120 lbs. Discrepancy: removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1.8 cm embedded within the tissue at the insertion of the left fallopian tube') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 7101438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included cyst rupture and uterine bleeding. Concomitant products included estradiol, hydrocodone, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), the first episode of migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), the second episode of migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic salpingo-oophorectomy laparoscopic and essure removed, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased, the last episode of migraine, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: current weight 120 lbs. Discrepancy: removal date- 01-may-2018, 04-apr-2018. Insertion details-trailing coils; left 7 right 6 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received lot number added. New event 1,8 cm embedded within the tissue at the insertion of the left fallopian tube were added. New reporter, medial history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.